Event description:
It was reported that the pump flipped causing discomfort. The hcp added fentanyl to the pump and also moved the catheter to relieve low back pain. It was reported that the catheter was "spliced"; it is unknown if the catheter revision was performed due to the pump flipping. The patient underwent surgical revision and recovered without sequela. The pump contained fentanyl 1.0mg/ml and bupivicaine 10 mg/ml.

Manufacturer narrative:
.